Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked fluid into the pump assembly. The subject device is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydrosurg irrigation device leaked irrigation fluid from pump assembly. There was no reported patient injury.